Event description:
Boston scientific hydratome rx 44 sphincterotome with wire tip orientation off to the extreme right when coming out of the duodenoscope. Several attempts to realign the sphincterotome were unsuccessful and new autotome rx 44 sphincterotome was utilized with the hydratome rx44 wire without issue. Diagnosis or reason for use: egd, cholangio pancreatogram. Is the product compounded: no. Is the product over-the-counter: no.